Manufacturer narrative:
The investigation for the product damage has been completed. No product was returned for evaluation. According to the clinical details, 7 cm of the .018 wire broke off and remained in the peel-away sheath. The wire was pulled out during the peel-away introducer. The doctor kinked the wire several times and had to apply excessive force. The cause of the product damage issue was not determined since product was not returned and sufficient clinical information was not provided. D4-corrected model number added- d6a/d6b. F6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that seven centimeters of the utilized guidewire broke off and remained in the peel away sheath during attempted removal. The sheath was subsequently pulled back and peeled away, at which point the wire was able to be pulled out. The repositioning sheath was reinserted for ongoing support. There was no patient harm resulting from the noted issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.